Event description:
Balloon rupture after approximately 2 hours decrease of balloon pressure and subsequent balloon burst. Surgeon completed the procedure under fibrillation. No patient injury reported.